Event description:
It was reported that several spectrum pump have alarmed upstream occlusion. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. Baxter has been into contact with the facility regarding proper usage of the pump pertaining to prevention of upstream occlusion alarms. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.